Manufacturer narrative:
(B)(4). Patient medication include but are not limited to: amlodipine, emconcor, finasterid, hydrex , marevan. Tamsulosiini, alvesco, onbrez breezhaler. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2015, during the primary procedure for treatment of an abdominal aortic aneurysm the a miscalculation of the markers led to unintentional coverage of the right internal iliac artery by the contralateral leg component. The patient tolerated the procedure.